Manufacturer narrative:
This report is submitted on march 02, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced vertigo and poor performance with device use, resulting in the decision to explant the device. The device was explanted on (B)(6) 2017, it is unknown if there are plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on may 15, 2019. (B)(4).